Manufacturer narrative:
Baxter received and evaluated the device. Evaluation was unable to reproduce however it did confirm occurrences of the reported issue through observation of the event history log (ehl). A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed the device to function as expected in relation to the reported symptom by running a loaded set at the rate and volume that corresponds with the most recent occurrence of system error 341 documented in the ehl. Causality determination is limited due to evaluations inability to reproduce the reported symptom. No corrections is required to repair this device in relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 341 occurred on spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event.